Event description:
It was reported to boston scientific corporation that two alliance inflation syringe were used in the papilla of vater during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, it was noted that the gauge moved up and down unsteadily even when pressure was applied for both of the syringes. Additionally, difficulty in deflation was also observed. The procedure was completed while maintaining the inflated state of the balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The complainant was unable to report the upn and lot number; therefore, the manufacture date and expiration date are unknown. (B)(4). The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental medwatch will be filed.